Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. Visual inspection noted particulate matter, approximately 0.40 square mm in size, floating in the fluid of the reservoir. The particulate was identified as acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a particle inside of its balloon. This was identified after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.